Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported for a couple of months their stimulation has felt very mild, so mild that they almost can't feel it and it doesn't really help. Patient stated they normally use group c on 4 or 5 and yesterday had to increase to 7 or 8 because they felt nothing. See (B)(6) for patient's comment that when they plug the controller into the ac power supply they don't feel the stimulation in their legs anymore. Agent reviewed role of manufacturing representative and nas and the patient was redirected to their healthcare provider to further address the issue.